Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ypnk, implanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that she was not having good results with stim. She was having trouble and it was not working very well. It worked well in (B)(6) for two weeks and since then it had not been working as well. Patient stated in the last three weeks, she can¿t tell if it is helping at all. She could not feel any stim this last week. Patient reported her incontinence and urgency had returned and if she has slightest urge she only has about 4 seconds until she goes. Patient stated before the implant, she was using 10-12 depends a day, and the other night she had to change everything about 6 times. Patient reported before the last 3 weeks, she turned up the stim high for about a week but it was almost painful. She turned it down and then back up from 3.6v to 3.9v. She had tried all programs. She was currently set to program 3 at 3.9v. The trial stim worked really well in (B)(6). Patient did not feel stim while therapy was on. Patient was instructed to increase, decrease parameters and change programs during the call but the situation was not resolved. It was indicated that she did not feel stim in the correct area. Patient would monitor symptom and follow up with healthcare provider if it does not resolve. The change in symptom was considered gradual. Patient also mentioned that she was pretty obese, so it was hard to find her implant with the antenna. Patient also tried to call healthcare provider (hcp) on wednesday and would call again on monday. On the same day, patient called back and reported that she changed the battery on patient programmer and she put her device all the way up to 8v and she still can¿t feel it. Patient stated she think it might have been a lead became disconnected or something. She called hcp but doctor was not in but the nurse said they would talk on monday to get something set up soon. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction is to portray part of event description missing from the prior report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's health care professional put them on a trial for 4-5 days and had a good response on the trial ( kept a diary and it worked really well ).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: it was reported that since implant they had never had a good response. Patient added that at night time they had no control when they were lying down. Patient reported that it was better it they were sitting up, but if they were lying down they had no control and they had to change pads on their bed and gown 2-3 times a night. There were no further complications reported.